Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experiences periods where the pump felt abnormally hot while charging. There was no impact to the customer's blood glucose level. During review of the pump data by tandem technical support, it was noted that there were no battery temperature readings that were outside of normal range or any temperature alarms.